Event description:
It was reported that the user experienced an occlusion alert on the infusion set, resulting in interruption of insulin delivery and rising blood glucose, reported at 400 mg/dl; the user disconnected, administered a subcutaneous insulin pen injection, then replaced all pump supplies and reconnected, with corrections subsequently delivered and sensor function confirmed. Customer care provided support including verification of sensor function and confirmation that pump corrections resumed after supply change. Investigation of this case revealed that insulin flow obstruction was resolved after infusion set and related supplies were replaced. No symptoms associated with hyperglycemia reported. Outcomes included self-management at home without need for emergency care. It was concluded that the event was related to an infusion set occlusion that resolved with supply replacement, and that the device functioned as expected after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.